Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: a review of the device history indicated various voltage fluctuations. A visual inspection of the pump showed a pump case crack near the upper right corner of the display lens. Moisture corrosion was observed behind the display lens. A leak test was performed and a pump case leak was found. During testing, the keypad buttons were completely unresponsive. The pump idle current draw was found to be out of specification. Further testing was not able to be performed due the unresponsive keypad buttons. The keypad issue was reported under medwatch report number 2531779-2015-32038. The pump case was removed and moisture corrosion was found throughout the inside of the pump. The complaint of a battery life issue was shown in the pump history but was not able to be testing during investigation.